Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate therapy. High thresholds were also noted. Troubleshooting involving pocket manipulation and isometrics were negative for noise and oversensing. The lead was surgically abandoned as a micro fracture was suspected although not confirmed with troubleshooting. The rv lead was surgically abandoned and a new rv lead implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and therefore will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.